Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report.medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia and also reported damage to battery compartment and retainer ring. The customer reported blood glucose value of 32 mg/dl. The customer experienced symptoms like loss of consciousness and had seizures. The customer was admitted to hospital and was treated with glucagon, glucose/carb intake. The event involved product(s) mmt-1886. Troubleshooting was performed for hypoglycemic event and the customer has been using insulin pump system within 48 hours of reported event. There is no information of the auto mode feature at the time of the event. It was noticed during troubleshooting for cosmetic damage that the damage affecting pump functionality as they received button error alarm. No further patient complications were reported. Mmt-1886 was requested and customer response was the device will be returned.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0874 inches. The pump responded properly to the button presses. No stuck key alarm, stuck button alarm, button error alarm, keypad unresponsive, numbers ramping or scrolling screens noted during testing. No cracked/broken/detached retainer ring noted. Retainer ring damage was not confirmed. The pump was received with cracked battery tube threads and cracked case at the battery tube side. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, cracked case at the corner of the belt clip rail, stained serial number label, scratched keypad overlay, pillowing keypad overlay, cracked keypad overlay at the select button and a corroded battery tube. The pump was received with a depleted tronex (manganese from a zinc-carbon battery) battery installed. No damage noted on the battery cap. On the event date of 04-apr-2025 of the dailytotalcollectionstarttime, the dailytotalofbasalinsulindelivered = 263000 (26.3 u) and dailytotalofbolusinsulindelivered = 86000 (8.6 u) which is equal to the dailytotalofallinsulindelivered = 349000 (34.9 u). Perform the history review 1 week prior to the event date 04-apr-2025 in the pump history file and found 1 lowbatteryalert (104) on (B)(6) 2025 21:36:00.000, 1 changebatteryfault (73) on (B)(6) 2025 07:07:00.000, 2 offnopower (11) on (B)(6) 2025, 1 battoutlimit (6) on (B)(6) 2025, and 2 lostsensor1alert (780) on (B)(6) 2025. Earliest power data available per the power management tool/detail trace file is on (B)(6) 2025 4:29:58 pm. There was no power data available for the dates of (B)(6) 2025and (B)(6) 2025. Unable to check power data for low battery alert, replace battery alert/changebatteryfault (73), replace battery now alarm/offnopower (11) and power loss alarm/battoutlimit (6) alarm. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 239 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly or lost sensor alert noted. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (24.2 mv). Removed the keypad overlay to perform a visual inspection. No damage noted on the keypad traces or on the keypad dome switches. The pump passed the functional testing. Unable to confirm alleged low bgs (hypoglycemia). Alarm-keypad/button error not confirmed. Damage-retainer ring damage not confirmed. Damage- cracked case battery tube confirmed. Damage confirmed (related svn (B)(4)). No current code/category not confirmed (sensor anomaly/calibration anomaly not confirmed related svn (B)(4)). Found corroded battery tube during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.